Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, drawings, dimensional verification, device history record, documentation, instructions for use (IFU), manufacturing instructions, specifications, quality control, and visual inspection of the returned device was conducted during the investigation. One used flexor high-flex ansel guiding sheath was returned for investigation. The dilator was also returned, but was not inserted into the sheath. The sheath was tested for leakage with the dilator inserted and not inserted. Leakage was detected at the silicone disc. The check-flo valve was disassembled to examine the silicone disc. The proximal slit on the disc was slightly off center and a 1 millimeter (mm) tear was present perpendicular to the proximal slit. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that could contribute to this failure mode. A complaint history search revealed that there were no other reported complaints for this lot number. Per manufacturing instructions, flexor high-flex ansel guiding sheaths are inspected and it is visually verified that the slits are centered within the disc. Based on the information provided, examination of the returned product, and the results of our investigation, the root cause for the leakage was determined to be manufacturing related as the proximal slit on the disc was off center. Dilator insertion through the disc with the off center slit of the check-flo valve likely led to the tear on the proximal side of the disc, causing the check-flo valve to leak. Per the quality engineering risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
A flexor high-flex ansel guiding sheath was used during an unspecified procedure. It was reported that the valve of the introducer was leaking while the wire was in place. The blood loss was reported to be "not very big". Additional information has been requested, but has not yet been received. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.